Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 276 and 60 mg/dl. Tests were done within 10 minutes with a difference of 114%. Pt did not experience any adverse events. No further info has been reported.